Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the auto-zero solenoids were slow to respond causing the reported issue. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that when the vela ventilator was running it experienced "motor fault", "vent inop", and "5v supply too low" alarms. The power board was replaced and s.v.t cal was performed. The ventilator was tested for some days and suddenly the vent stopped delivering breaths. A transducer test and calibration was performed and all passed. The customer advised there was no patient involvement associated with this event.